Event description:
The hospital reported that a portion of the hemashield graft was explanted and replaced due to an aneurysm that was observed on the anastomosis. The initial hemashield graft was implanted 25 years ago. The hospital did not report any additional pt effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).